Event description:
The facility reports the resident was sitting up on the trolley to do a standing transfer with another lift when they slipped off the stretcher. The resident suffered a scratch to their bottom.